Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6 micl12.6 implantable collamer lens in his left eye (os) on (B)(6) 2008. The patient reported had lost vision due to the development of a cataract. The icl remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the patient has a slight change in refraction which is the cause of his slight decrease in uncorrected visual acuity. His bcva, however, continues to be 20/20. This condition is trivial and expected, and is not caused nor contributed by the icl. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient was experiencing decrease in visual clarity due to development of a cataract four years after icl implantation. According to the dcr and report from the second opinion doctor, the type of cataract was cortical. The event has not been attributed to the device by any doctor. Lens remains implanted and bcva was 20/20. It is well known that cortical cataract is age related and involves the anterior, posterior or equatorial cortex of the lens. The opacities start as vacuoles and clefts between the lens fibers. Literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the date of the cataract diagnosis was (B)(6) 2012. It was a presenile cortical (moderate central cortical) cataract.